Event description:
Pt measured his blood glucose with an ibgstar meter, which provided a result of 23.9 mmol/l. The next test showed 6.9 mmol/l. The pt did not trust the meter's readings as he was feeling hypoglycemic because he felt very shaky. The pt tested his blood sugar with another meter, which provided a result of 4.2 mmol/l. The pt had some food and his blood sugars normalized.

Manufacturer narrative:
The device has not been returned to the MFR. A review of both the owner's guide an similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.